Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "ICU clinician reported attempted radial a-line placement on the right side. The provider attempted to remove the wire, felt resistance and stopped. Then attempted to remove the catheter and wire/assembly together. The provider noticed that only .5" of catheter was removed and the remaining catheter residing in the patient. Vascular surgery was called and a cut-down was performed." The patient's condition was reported to be fine. Additional information received 14-feb-2023 indicates "an a-line was ultimately able to be placed via the left radial artery and no additional consequence was reported."

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "ICU clinician reported attempted radial a-line placement on the right side. The provider attempted to remove the wire, felt resistance and stopped. Then attempted to remove the catheter and wire/assembly together. The provider noticed that only .5" of catheter was removed and the remaining catheter residing in the patient. Vascular surgery was called and a cut-down was performed." The patient's condition was reported to be fine.